Manufacturer narrative:
Additional information received on january 30,2026 information reflected in d10 concomitant medical products - article: uh801 - lot: sk01 product was returned on january 21,2026 . - article: 26053sc - lot: tk01 product was returned on january 21,2026 . The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accessory added to section d10.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysteroscopy in the operating room, a loop (ref. (B)(4) was burned as soon as they started using energy. It happened at the beginning; they say they saw a flash without any issue for the patient. In fact, they were able to complete the hysteroscopy with another resectoscope of a larger caliber. When the loop burned, it caused the sheath (ref. (B)(4) to break. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer could not be confirmed. During the optical examination, no significant deviations were found that could have a negative impact on the imaging performance. The imaging is clear and the image sharpness is distinct. Minimal foreign particles are visible in the blurred area, which may have been introduced into the rod lens system during the manufacturing process but do not have a negative impact on the imaging. The shaft is minimally bent proximally. The foreign particles detected do not constitute a defect as they are in the blurred area of the optical system. It is currently not possible to determine what caused the shaft to bend, so the defect is classified as unassignable. No further measures will be taken. The event is filed under internal karl storz complaint ID: (B)(4).